Event description:
It was reported via repair work order that the scale would lose calibration when the bed was unplugged, which would cause the scale to become inaccurate. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.